Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts between the third and sixth most proximal stent rows were damaged, distorted and bunched. This type of damage is consistent with the stent encountering resistance while advancing the device followed by subsequent withdrawal. The ro markerbands and the tip were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The long and diffused target lesion was located in the tortuous right coronary artery. Predilation was performed and a 3.00x38mm promus element long stent was advanced but was unable to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.